Event description:
During a coronary stent procedure, the physician experienced difficulty crossing the lesion. Upon removal the stent appears to be damaged. No pt injuries or complications were reported.